Manufacturer narrative:
Device has not been returned for evaluation. Device labeling states "for single patient use." Device labeling states "warning: please read instructions and perform function test prior to use." Tested sample out of current inventory by hanging 20 pounds off a wire at a 90 degree angle to the o2 fitting. The fitting did not break.

Event description:
It was reported that during deployment of device the o2 supply line broke from reserve hub. Connection site appears to be brittle. Back up device used. No patient harm.